Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and dizziness at the implant site. Subsequently, the patient was treated with oral antibiotics for 5 days (specific date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on april 09, 2024.